Event description:
Additional information was received. Hcp (health care provider) reported difficulty refilling pump. Hcp manually flipped the pump in the office to refill it. They followed up the patient closely and there were no complaints. Patient outcome reported as no injury. A surgical intervention is pending. The patient is elderly and has comorbidities. (Some hand writing on the hcp report was illegible). The pump system was used to deliver dilaudid. If additional information becomes available, a report will be submitted.

Event description:
It was reported during refill on (B)(6) 2012, that the physician could not feel the rim of the port and unable to access it. It was indicated that the patient was thin and had problems in the past when sitting, the pump would flip horizontally so the physician suspected another flipped pump. He palpated the pump and could feel the catheter connector pointed cranially and compared that to a prior kidneys, ureters and bladder (kub) x-ray, which showed the connector facing caudally. This had confirmed the physician suspicion and he manually flipped the pump and was then able to refill it, however a volume discrepancy occurred. The expected residual volume (erv) was 2.0ml and the physician withdrew an actual residual volume (arv) of 10.0ml. It was indicated that the patient had no pain relief and was not doing well medically. It was indicated the patient was at an extended care center. There was no other trouble-shooting performed. The drugs delivered via pump were noted as either morphine or dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4). Product type: catheter. (B)(4).

Manufacturer narrative:
Supplemental submitted to include additional information that needed to be included as part of previous follow up report #001 per remediation plan (B)(4) and remediation plan (B)(4).

Manufacturer narrative:
(B)(4).